Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the patient presented with pain in the device pocket. The lead was explanted and replaced during the relocation of the device to resolve the event. The patient was in stable condition.